Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo review: provided photos show two secondary labels, one for model cna0t0.220 and sn (B)(6), the other for model cna0t0.220, sn (B)(6). UDI number is the same. It was confirmed with packaging engineer that UDI number should not be different as this is the same product, same model cna0t0.220. The device identifier (di) portion of the UDI is fixed for a specific product model/version. This means every unit of that product will share the same di because they are the same type of device. The production identifier (pi) portion contains variable data, such as the serial number, lot number, or expiration date. This is what makes each individual unit unique. No problem found with the reported event ¿same UDI ID no., suspected counterfeit¿. UDI number should not be different as the models in attached photos are the same, they are the same product. The device identifier (di) portion of the UDI is fixed for a specific product model/version. This means every unit of that product will share the same di because they are the same type of device. The production identifier (pi) portion contains variable data, such as the serial number, lot number, or expiration date. This is what makes each individual unit unique. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that they bought two different company lens on two different weeks but both company lens have same UDI-di no.